Event description:
Clinical trial. It was reported that the product came out of the package fine. When the user went to put the stent over the wire the hypo tube kinked and then snapped. Another device was used to complete the case with no complications to the pt.